Manufacturer narrative:
The investigation is ongoing. H3 other text : the device is not returning.

Event description:
As reported, it was a case of a 29mm sapien 3 valve, in aortic position by transfemoral approach. The valve was successfully implanted. There were some degree of pushing force while removing the delivery system through the sheath. The esheath kinked and split slightly during removal. The radiopaque marker was not attached to the esheath when removed, the marker was left behind on the vessel. The patient was discharged home. As per medical opinion, it is possible to be due to the delivery system balloon not being fully deflated.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes, device codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: tortuosity is present in the patient's access vessel. Calcification is present in the patient's access vessel. C-marker observed inside the patient without sheath. Imagery of the sheath post-procedure shows the liner is slightly torqued and delaminated as the interior liner is found on the outside with bunching and a missing c-marker. Sheath shaft kink is also noted. During manufacturing, the device undergoes multiple 100% inspections. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint were confirmed per evaluation of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, ''there were some degree of pushing force while removing the delivery system through the sheath. The esheath kinked and split slightly during removal. The radiopaque marker, was not attached to the esheath when removed, the marker was left behind on the vessel. As per medical opinion, it is possible to be due to the delivery system balloon not being fully deflated''. Additionally, per imaging evaluation, tortuosity was noted in the patient's access vessel and the sheath was torqued, delaminated, and kinked. Per the training manual, ''ensure the balloon is completely deflated'' prior to delivery system withdrawal. If the balloon was not fully deflated and residual fluid remained, the balloon is more susceptible to catching onto the sheath liner during withdrawal due to its altered profile. Additionally, tortuosity can subject the sheath to sub-optimal angles that can lead to non-coaxial withdrawal of the delivery system, increasing the chance of the balloon to catch onto the liner. It was reported that ''there were some degree of push force'' applied to overcome the withdrawal difficulty, this excessive manipulation of the delivery system may cause the sheath liner to delaminate and the reported kink. As the liner is delaminated, the radiopaque c-marker band would be exposed and more prone to dislodging from the sheath, especially if compounded with excessive device manipulation to retrieve the delivery system through the sheath. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (altered balloon profile, excessive manipulation) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.